Manufacturer narrative:
Result: footboard connector shoulder bolts.

Event description:
It was reported by service report that the footboard jams halfway onto the connector and there is no functionality. There was pt involvement; however, no adverse consequences were reported.